Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, blood glucose displayed "high". Customer reverted to an alternate method of insulin therapy which resolved elevated glucose levels.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.